Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2018. Block d6b: explant date: (B)(6). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5068565/ 5068557. Product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 5016274/5072003.

Event description:
It was reported that patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) procedure wherein all device components were removed. No device malfunction was suspected. The explanted devices will not be returned.